Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the water back flowed to the point where air comes out from infusion tube, and air did not come out from there during cataract and vitrectomy combination surgery. The procedure was completed by replacing the product with new one. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A lab combined fluidics management system (fms) and probe manifold were used for testing with the returned infusion manifold. A system message code for air flow error occurred. The crosstalk auto stopcock filter caused fluid flowed to the air line and generated priming failure. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The root cause of the customer¿s complaint is an error that occurred during the supplier¿s manufacturing process of the auto stopcock filter. Action will not be taken based on this occurrence. The supplier has been made aware of the issue. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. Consumables manufacturing has also been made aware of the issue through the monthly complaint review meeting. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).